Event description:
It was reported that while using an unspecified bd¿ needle broke off. The following was received by the initial reporter: verbatim: the customer reported "a close friend told me late last night that he had a problem with a bd syringe product. His wife was giving him an injection of a prescription medication in his buttocks and the needle broke off inside him. He said he went to the emergency room they were unable to see the needle on x-rays. He said he has an appointment with a doctor next week. Experiencing pain when he sits. He did not have the exact product information - single use syringe purchased at the local pharmacy where he bought the medication. He did not save the rest of the syringe. Unknown if he has additional syringes at his house."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that while using an unspecified bd¿ needle broke off. The following was received by the initial reporter: verbatim: the customer reported "a close friend told me late last night that he had a problem with a bd syringe product. His wife was giving him an injection of a prescription medication in his buttocks and the needle broke off inside him. He said he went to the emergency room they were unable to see the needle on x-rays. He said he has an appointment with a doctor next week. Experiencing pain when he sits. He did not have the exact product information - single use syringe purchased at the local pharmacy where he bought the medication. He did not save the rest of the syringe. Unknown if he has additional syringes at his house."